Manufacturer narrative:
D4, g4: product identifiers are unknown h6 - the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via the manufacturer representative regarding an event which occurred post an unknown spinal procedure in a patient diagnosed with scoliosis and has undergone organ transplant on (B)(6) 2021. It was reported that one of rods implanted in the back broke and patient has pain. No other patient injury / complication was reported.